Manufacturer narrative:
This report is submitted august 9, 2018.

Event description:
Per the clinic, the patient experienced persistent infections, unrelated to the device, resulting in the decision to explant the device on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device as of the date of this report.